Manufacturer narrative:
This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation and destination therapy in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received indicated that the patient experienced controller fault alarms. The last known location of the patient's controller was with the customer. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The controller was not returned for evaluation. A review of manufacturing documentation confirmed that the associated device met all requirements for release. A review of the controller log files revealed that two (2) controller fault alarms were logged on (B)(6) 2018. Log file analysis revealed that the controller fault alarms were due to a user interface controller (uic) data flash failure and for a default parameter setting. As a result, the reported event was confirmed. It's possible that the uic was unable to read the data flash memory due to a temporary corruption, and resorted to use default parameters. Several controller power up events were recorded after, likely in an attempt by the site to troubleshoot the issue. No other issues were found in relation to the reported event. The controller logs indicate that the controller likely experienced this corruption during the implant preparation, given that the controller settings were programmed a few minutes after the controller fault alarms cleared. Based on the available information, the most likely root cause can be attributed to a temporary corruption of the user interface controller integrated circuit in the controller. If information is provided in the future, a supplemental report will be issued.